Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) dislodged during implant due to the tether not moving freely on the delivery system. The device was removed with a snare and an alternate leadless ipg was placed. No patient complications have been reported as a result of this event.